Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that he has to apply pressure on the external device to hear well. Reportedly, the internal coil has been moved downwards towards the neck region. It has been decided to proceed with re-implantation with new implant, however, no date for the surgery has been scheduled yet.

Event description:
The user originally reported that it was necessary to apply pressure on the external device to hear well since the second week of (B)(6) 2022, even if the in-situ measurements were within normal limits. However, as per latest update, even applying pressure was not enough to hear well. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for external impact to the housing. Even though no such causal event, like an accident, is mentioned in the recipient report. Furthermore, it appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.